Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had a faulty internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed occurrences of total power failure without prior warning alarms, both of which were reproduced during performance testing. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Review of the device data logs also revealed occurrences of external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. It was reported the device failed to complete its internal self-test during service. The pneumatic block was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had a faulty internal battery. There was no patient harm or serious injury reported as a result of this incident.